Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #22 it was verified its non osseointegration. Immediate load was not performed. Pt presented bone type I.